Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was alleged that the pump had been exposed to swimming pool/hot tub. There was no reported damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box no activity outside of normal use; several low battery alarms and replace battery alarms on (B)(6) 2014 due to normal battery use. A visual inspection of the pump showed moisture ingress in the battery compartment and on the battery cap. The pump failed a leak test due to a battery compartment crack. No alarms or warnings occurred during testing; nor was there any overheating of the pump. The pump cover was opened and no internal defect or moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.